Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an infection coincident with automated peritoneal dialysis therapy. The cause of the infection was unknown. The patient was hospitalized for the event of infection, heart problems, and other unspecified problems. Treatment was not reported. Twenty-seven days into hospitalization, the patient died. The cause of death was reported to be infection, multiple heart problems, and other unspecified problems. Dianeal therapy was ongoing at the time of death, but it was unknown if therapy was being performed with a baxter device at the time of death. It was reported that the patient was using a facility-provided homechoice device during the hospitalization. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).